Event description:
A malfunction was reported with a code malf 9. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions to reset the pump, assisted the customer with the process, and verified that the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue reoccurs, which the customer acknowledged and understood.